Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; malpositioning of the implant during installation and/or improper implant size selection, using too short of an implant.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where two implants were placed. The patient later reported continued left si joint pain. The surgeon determined that the caudal positioned implant was malpositioned, too dorsal, and was not fully across the si joint. The surgeon did not indicate that any of the implants were loose. In (B)(6) 2019, the surgeon performed a revision surgery where he removed the caudal implant with chisels as it was solidly fixed in bone. He also installed a new implant of the same type in a more caudal position. The patient is doing well following the revision procedure.